Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2022. Therefore, the patient's blood glucose level at the time of event was 365 mg/dl. Moreover, the infusion set was used for 4 hours. No further information was available.